Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Data log analysis was performed and passed. Alarm/alert manual test was performed and failed. Speaker/vibrator resistance measured was performed and passed. Internal inspection was performed and foreign object damage to speaker was found. Performance data was reviewed finding errors related to the complaint. The allegation was confirmed as low audio output via product. The probable cause was determined to be foreign object damage via product. No injury or medical intervention was reported.